Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while the surgeon was performing a vascular anastomosis suturing technique, both needle and thread broke and the suture and needle got separated leading to a problem in knot tying. There was no patient injury.